Event description:
It was reported that during a hemiorrhoidectomy procedure, the device stapled and cut partially, doing it only 1/2 circumference in the anal cancal. Then, it was necessary to perform the internal anastomosis to complete the section. The pt is fine.